Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for top assembly batch 8488199 have been reviewed and no issues or discrepancies were found. The cause of the difficulties stated in the complaint could not be determined.

Event description:
Same case as MDR#6000093-2007-00429, 6000093-2007-00430, 6000089-2007-00295. It was reported by the patient that approximately one month post a coronary drug eluting stenting treatment procedure, she has had recurring chest pain and was readmitted to the hospital for this pain. Follow up with the physician indicated that the patient presented emergently for chest pain/acute myocardial infarction. Testing showed that there was diffuse involvement of the left anterior descending (lad) with multi-vessel disease present. The lad had a 99% stenosis just beyond its origin. There was a trickle of flow to the mid and distal lad. The 1st diagonal was diffusely diseased and small. The lad beyond the point of subocclusion was diffusely diseased with very diffuse disease of the apical lad, which was a small vessel in the 2mm range. The physician advanced a 2.5x20mm maverick balloon to the lesion in the distal lad and predilated the lesion. Images showed diffuse distal lad disease. Then a 2.75x28mm taxus express2 stent was delivered to the lesion in the proximal lad and was deployed with good angiographic result and resumption of timi grade 3 flow. There were no patient complications reported and the patient was transferred to the cardiac care unit for postprocedural care and ongoing management on integrillin, aspirin, plavix, and beta-blockade. Three days later, the patient presented with recurrent angina with increase in the troponin levels and abnormal EKG. The obtuse marginal (om) branch showed a 90% proximal stenosis that appears hazy. The mid/distal right coronary artery (rca) was calcified with moderate diffuse disease, with an 8% mid-stenosis followed by 60% followed by 85% stenosis at the distal bond. The physician advanced a 2.75x9mm maverick balloon to the proximal om and predilated the lesion. The physician removed the balloon and then delivered a 3.0x16mm taxus express2 drug eluting stent to the proximal om. Following deployment of the 3.0x16mm taxus stent, the site was widely patent with no dissection or flow limitation. Next, the physician delivered a 2.75x15mm maverick balloon to the mid/distal rca and predilated the lesion. The physician removed the balloon and delivered a 3.0x16mm taxus stent in the distal mid-rca. Then the physician delivered a 3.0x24mm taxus stent in the mid-rca, overlapping the 3.0x15mm taxus stent. Following deployment of both stents, the site was widely patent with no dissection or flow limitation. Integrillin was recommended for 12 to 18 hours. Aspirin and plavix were recommended indefinitely. Medications used during the procedure included versed and fentanyl. One day later, the patient presented with indications of an acute myocardial infarction. Studies showed mildly impaired lv systolic function with segmental wall motion abnormalities in the lad with an ejection fraction of 45%, moderate mitral regurgitation, mild tricuspid regurgitation, trivial aortic insufficiency, mildly elevated pa systolic pressure, no significant pericardial effusion. Twenty days later, the patient presented with acute coronary syndrome. Tests showed nonobstructive artherosclerotic heart disease with patent stents and preserved systolic function.